Event description:
The complaint was reported as: that as soon as the user installed the pleur evac he "heard" a leak and bubbles appeared. According to the user the leak was between the red connector of the pleur evac and the pt's tube. No pt injury reported. Pt current condition listed as fine.

Manufacturer narrative:
There is no sample available for investigation. The device history record of batch number 02m1200257 has been reviewed and no issues or discrepancies were found which potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complain cannot be confirmed due the lack of product sample to perform a proper investigation and determinate the root cause. If the defective samples become available at a later date, this complaint will be updated accordingly.